Manufacturer narrative:
Examination of the returned device finds nothing to indicate product error. A complaint database record finds no other reported incidents against the provided product and lot code since its release for distribution in 1996. The initial report states the depuy liner was used with a competitor manufactured head. This use is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since july of 2002. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised due to dislocation between competitors head and our liner.